Event description:
The customer reported that while using a forcetriad generator during a gyn procedure, the surgeon was unable to stop the bleeding and had to open the patient. The unknown leads that were connected to a non-covidien bipolar cord were replaced to complete the procedure.

Manufacturer narrative:
(B)(4). The incident unit was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2015. Date of follow-up report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One rp2, one ls0300, and one e6019 footswitches were received. The investigation of all three footswitches did not identify anything that would have caused or contributed to the reported event.